Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the last basal delivery was on 12/28/2014; 7:29pm. The reported date from 12/19/2014 was found to be overwritten. There was no evidence of a short battery life observed. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly; all currents reading were within specification. No alarms occurred during the investigation. Product analysis was unable to duplicate a ¿short battery life¿ complaint. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).